Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of incident was 441 mg/dl. The insulin delivery was not suspended. Customer declined to troubleshoot for high blood glucose. The customer was using the insulin pump system within 48hrs of reported high blood glucose event. It was unknown whether the customer was using the auto mode feature or not at the time of event. The insulin pump will not be returned for analysis.